Event description:
The physician seated the ima guide in the renal artery. As the physician went to deliver the stent to the ostium of the renal artery, the decision was made to pull the stent back into the guide. The stent came off of the delivery system and proceeded to get lodged in a branch of the right profunda femoris artery. A hematoma developed at the access site, so the decision was not to try and snare the stent at this time. The pt was stable post procedure.

Manufacturer narrative:
A review of the device history records for this device could not be conducted because no lot number was provided.